Event description:
Three months prior to the event three stents were successfully placed to treat the complete occlusion due to a left vertebral to mid basilar stenosis. Residual stenosis post procedure was 40%. At routine follow up, the patient presented with diplopia, increasing vertigo, very low energy and "cloudy mentation". In stent restenosis was found due intimal hyperplasia. Angioplasty was performed using a pta dilation catheter and the patient was discharged the following day without further complication.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.